Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully reset it, and was informed to contact support again if the issue recurred.